Event description:
It was reported that a female patient underwent a breast augmentation with an unspecified mentor breast prosthesis and experienced breast pain on the right side post-operatively. The healthcare provider mentioned that when the breast prosthesis was explanted, internal lesions were noted in the implant near the surface. The patient underwent explantation on an unspecified date. Mentor has performed follow up attempts to gather additional/clarifying information about the event, however, no additional information has been made available. It is unknown if the patient¿s devices were gel or saline devices. In the absence of clarifying information, the devices will be reported with sections d2a and d2b indicating gel devices. If additional information is received regarding the device or the event, mentor will send a supplemental report accordingly.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: breast pain. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).